Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd received samples from the customer facility for investigation. The samples were draw tested with water and the customer's indicated failure mode for splatter with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that when the needle of the bd vacutainer® ultratouch¿ push button blood collection set retracted, blood splattered. No injury or medical intervention reported.